Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attrubited to user mis-handling. During the investigation, the technician observed damages to the device. The damage was not consistent with normal wear and tear of the device. The lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.